Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it was confirmed that no samples were available for evaluation. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. Without the actual device and/or lot number, a thorough investigation could not be performed. While we are not able to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: while chemotherapy was infusing, leakage occurred from the middle y-caresite at the male/female junction of the backcheck valve. No patient injury.

Manufacturer narrative:
(B)(4). One (1) used sample with packaging was returned for evaluation. The sample was tested for leakage per specification and failed. Leakage was observed between the bonded joint between the l.p. Backcheck valve and the side arm of the middle caresite y-site valve. Therefore, reported defect was confirmed. In addition, the retain samples were visually and physically tested per specification with passing results. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.